Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a lower extremity arteriogram procedure on a (B)(6) year old female patient, the guide wire broke off inside the catheter. The facility had to snare the broken portion to successfully retrieve the broken piece from the patient¿s anatomy. Another device from an unknown manufacturer was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, drawings, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One bentson straight heparin coated fixed core wire guide was returned for investigation. Bends in the wire guide were noted at 5 cm, 3 cm, and 2 cm from the distal end. The safety wire was protruding 1 mm past the distal end and the distal weld is attached to the coil but not completely. Destructive testing was performed to confirm that none of the wire guide was absent. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.